Event description:
During surgery (hysteroscopic tubal occlusion), the essure device did not release the coil properly for the left fallopian tube. Dr was able to remove the sheath covering the coil. The essure device released properly for the right fallopian tube. No injury to the patient. Left fallopian tube - 10 coils exposed, right fallopian tube - 3 coils exposed. (B)(6) (essure rep) was present.